Event description:
It was reported that a lead warning for high impedance greater than 9999 ohms occurred, up from mid-500 range, and that the patient stated he felt different. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.